Event description:
Using the stealthstation as an indicator of the position of a brain tumor in the pt's frontal lobe, the surgeon dissected tissue superior to the tumor. The surgeon adjusted the operative position to locate the instrument in the center of the tumor. Post-operatively the pt lost the ability to speak. The surgeon believes that the loss of speech is directly related to the tissue removed. An evaluation of the stealthstation system by surgical navigation personnel indicated that the system is working properly and the event was directly related to operator's lack of training.